Event description:
It was reported that during a btb graft acl reconstruction, the biosure regenesorb screw broke into pieces when screwing in. All the broken pieces were removed from the patient by gasper and suction. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. An analysis of the customer provided image found the chart-stik label identifying the part from the complaint (part and batch) with a red arrow pointing to that label. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the screw broke into pieces when screwing it in during a btb graft acl reconstruction surgery. The procedure was successfully completed with a non-significant delay with a back-up device, and no void was left in the patient. The patient impact beyond the reported events cannot be determined. There was no injury or patient harm reported. Therefore, no further clinical medical assessment is warranted. A review of the polymer found that composition is specified and must be measured by the ash test, storage and packing requirements are also specified in the document. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B5

Event description:
It was reported that during a btb graft acl reconstruction, the biosure regenesorb screw broke into pieces when screwing in. All the broken pieces were removed from the patient by gasper and suction. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the original drilled bone hole. No further complications were reported.